Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: logs show the sureform 60 stapler instrument (part number 480460-09), was installed on the system 3 times and fired 3 blue reloads. On each install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the patient had a postoperative leak requiring a subsequent procedure. During the initial robotic procedure, there were no sureform 60 stapler issues or complications; there were no errors produced during the firing sequence of the three blue reloads. The staple lines looked complete and intact. The procedure was completed robotically. The patient experienced unknown specific postoperative complications within 48 hours of the initial procedure. A subsequent open laparotomy was performed. During the open laparotomy, it was identified that the proximal staple line of a blue reload had a 1 cm hole, requiring intervention. It is unknown what specific intervention was done to address the defect. The patient is reported to be recovering well.